Event description:
It was reported that the patient went in for normal programming and the nurse noticed high impedances, greater than 40,000 ohms. The wire was broken and an x-ray showed about a one inch gap where the extension connects to the lead. The extension was replaced and after removal it was clear that the implantable neurostimulator (ins) ¿flipped¿ several times in the pocket causing the extension wire to twist. The twisting appeared to have caused the breakage. At the time of the report the patient was alive with no injury. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 748351, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension; product ID 3389s-40, lot # va0dfz1, implanted: (B)(6) 2014, product type lead; product ID 3389s-40, lot # va0c956, implanted: (B)(6) 2014, product type lead; product ID 748351, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).

Event description:
Additional information received reported that the patient was doing fine and receiving effective therapy.